Manufacturer narrative:
Investigation summary: it was reported a plastic piece in the syringe stopper would not allow the nurse to flush. To aid in the investigation, one empty sample was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was disassembled to confirm for foreign matter and nothing was observed in the syringe. A device history record review was completed for provided material number 306546, lot number 1154859. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the 10 ml bd posiflush¿ normal saline syringe, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: it was reported a plastic piece in the syringe stopper and would not allow the nurse to flush. Received complaint via phone call on (B)(6) 2021. Customer states there is a plastic piece in the syringe stopper and would not allow the nurse to flush.

Manufacturer narrative:
Investigation summary: it was reported a plastic piece in the syringe stopper would not allow the nurse to flush. To aid in the investigation, one empty sample was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was disassembled to confirm for foreign matter and nothing was observed in the syringe. A device history record review was completed for provided material number 306546, lot number 1154859. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the 10 ml bd posiflush¿ normal saline syringe, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: it was reported a plastic piece in the syringe stopper and would not allow the nurse to flush. Received complaint via phone call on (B)(6) 2021. Customer states there is a plastic piece in the syringe stopper and would not allow the nurse to flush.